Manufacturer narrative:
Updated: update: h6, h10 this report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. The reported event was not confirmed as the scope was not microbiologically tested. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that during routine microbiological testing, the evis lucera elite colonovideoscope tested positive for an unexpected contamination in the channel tube. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
The suspect device has been returned to olympus for evaluation and the investigation is ongoing. The physical device evaluation has been completed. The cleaning, disinfection, and sterilization (cds) was performed by the customer. The customer did not provide the specific steps taken during the cleaning sterilization and disinfection (cds) process. The customer did confirm that there were no deviations or deficiencies concerning reprocessing of the scope. Additionally, the customer confirmed that there were no suspected patient infections due to the facility findings. The issue was not confirmed, as the scope was not microbiologically tested by olympus. The device evaluation found the following non-reportable malfunctions: due to stretched angle wires, the angulation control knob was too loose and angulation was insufficient; switch 1 was discolored; the objective lens was slightly scratched. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.